Manufacturer narrative:
Analysis revealed that calcified blood was filling the rv setscrew inset, which was preventing the wrench from engaging the setscrew inset to untighten the setscrew. With the blood removed from the setscrew inset, the wrench could be inserted, the setscrew could be untightened, and the lead could be removed. The blood most likely came through damage to the septum in the form of a hole punched through it. Battery depletion analysis revealed the device has reached normal eri.

Event description:
The proximal portion of the rv lead was cut and explanted along with the device, while the distal portion of the rv lead was capped and replaced.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a routine device replacement procedure, the right ventricular (rv) lead was unable to be removed from the device header. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.